Event description:
While patient was on ventilator, ventilator began alarming "display failed. Ventilating as set. Replace ventilator. Background fault detected" patient was removed from the ventilator, rt bagged patient. Ventilator was pulled and replaced. No harm to patient.